Event description:
The clinician reports the implant was inserted 2022-11-17 in ada 2. On 2023-03-28, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.